Event description:
Related manufacturer reference number: 2017865-2022-09803 during a device replacement procedure due to normal elective replacement indicator (eri), the right ventricular (rv) lead was unable to be removed from the device header. It is unknown if this was due to the rv lead or the device. The rv lead was cut and replaced and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to remove the lead from the device header was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Due to the procedural damage on the connector portion, dimensional analysis and an insertion test could not be performed. Visual and x-ray examination did not reveal any other anomalies, with the exception of procedural damage.